Event description:
On (B)(6) 2026, the patient reported experiencing blisters/welts while using an mcot device in the universal patch configuration with electrodes.the patient sought medical treatment for the skin irritation and was treated with prescription medication. The patient did not take a break in service or discontinue use of the device and continued wearing the patch through the end of service date of (B)(6) 2026 midnight. The patient reported following the recommended skin preparation steps.the patient has a history of skin sensitivity, specifically breaking out to some adhesives.

Manufacturer narrative:
On (B)(6) 2026, the patient reported experiencing blisters/welts while using an mcot device in the universal patch configuration with electrodes. The patient sought medical treatment for the skin irritation and was treated with prescription medication. The patient did not take a break in service or discontinue use of the device and continued wearing the patch through the end of service date of (B)(6) 2026 midnight. The patient reported following the recommended skin preparation steps. The patient has a history of skin sensitivity, specifically breaking out to some adhesives.the universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms.the patient is elderly and over 65 years old and has a history of skin sensitivity, specifically breaking out to some adhesives.the product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.